Manufacturer narrative:
The reported events of failure to advance the guidewire/stylet and sensing problem were not confirmed. A complete lead was returned for analysis. Analysis was normal. No anomalies were noted.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for implant procedure, the optim sheath used to find target blood vessel broke while implanting the left ventricular (lv) lead. The sheath was replaced. During the implant of right ventricular (rv) lead, the first implant position was in the right ventricular septum, but the parameters were not good. The sensitivity was not satisfactory. When the implant was attempted at second position, the guide wire failed to advance into the lead head end even after taking the lead out. The lead was not used and replaced. The patient was stable.